Event description:
The manager in an ambulatory setting reported that after placing an IV in a patient with an avf (arteriovenous) fistula with a #20 gauge IV (bd-saf-t-intima, lot #5240864), the IV was leaking. After the IV was placed, blood was noted to be leaking out of the tubing. The manager suspected a hole in the catheter tubing. The IV was removed and a new #20 gauge IV was used.